Manufacturer narrative:
The device was returned for analysis in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 17.9cm distal from the strain relief. This type of damage is consistent with excessive force having been applied to the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.

Event description:
This complaint is reportable based on the analysis. It was reported that during a percutaneous coronary intervention procedure, the physician could not cross the lesion with a 2.24x28mm taxus liberte stent. The lesion being treated was located in the left anterior descending (lad). No patient injuries or complications were noted during the procedure. Patient condition is listed as "stable." However, device analysis revealed shaft break.